Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the cartridge was empty and the infusion device failed to provide an error or alert message. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.